Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an electrical reset. It was also reported the patient received an electrical shock from a light fixture and started hearing the device alert. The device is still in use. No further patient complications were reported as a result of this event.